Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 337678, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's lead had migrated. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively.